Event description:
It was reported one day post implantation of an intraocular lens (iol) into the left (os) eye, the patient experienced symptoms that were later diagnosed as tass. Slit lamp findings found fibrin in the ac, and the patient had a decrease in vision. A culture was taken. An intravitreal steroid injection was administered two days post implant. The results of the culture and sensitivity were negative. In the surgeon's opinion, the likely cause of the event was the iol. The patient's outcome is good. Additional information has been requested but has not been received.

Manufacturer narrative:
As the device remains implanted in the eye, the device was not evaluated. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause could not be determined.